Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturers representative regarding a patient who was receiving 25 mg/ml morphine at 6 mg/day via an implantable pump non-malignant pain, failed back surgery syndrome, chronic low back pain. On 2016-nov-14, it was reported that the patients pump had gone into safe state following a low battery reset on (B)(6) 2016. The patient underwent morphine withdrawal. The pump was replaced on (B)(6) 2016 and it was planned to have the pump returned to the manufacturer for analysis.

Event description:
Additional information was received and it was reported that the troubleshooting performed related to the event was reviewing the pump logs.

Manufacturer narrative:
Update/correction: the initial report indicated other serious in error. Analysis of the pump on 2017-jan-12 revealed high battery resistance. As per the pump¿s logs, morphine with concentration 25.0 mg/day was begin administered at a simple continuous dose rate of 5.998 mg/day as of (B)(6) 2016.

Manufacturer narrative:
The previously applied (B)(4) is no longer applicable. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected (B)(4) because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Eval code-conclusion updated.

Event description:
Additional information was received from a manufacturer¿s representative (rep) stating that the pump was being returned. The pump was being returned with another pump, which can be found in pe (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.